Event description:
On (B)(6) 2007 surgery for prolapsed vaginal walls. Mesh implant broke off inside of me. Dr. Had to pull out mesh but could not find the piece that broke off inside me. Since then had stomach surgery to sew up hold in left buttocks from mesh surgery. In (B)(6) 2010 still hurts in left buttocks.